Manufacturer narrative:
The tech found the siderail latch cover was damaged. He replaced the latch cover to repair the bed.

Event description:
Info received indicates the right intermediate siderail is not latching.